Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('severe migration') in an adult female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: device migration".